Event description:
It was reported that during a product demonstration at the user facility the colored rings around the device were damaged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demonstration, there was no patient involvement and no delay to a surgical procedure.